Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure, the pulse generator setscrew was unable to loosen from the right ventricular port. The screw became stripped. The ventricular lead was unable to be removed from the header. The device was explanted and replaced as scheduled. The patient was well post procedure.